Event description:
It was reported that during a da vinci procedure, during clipping of the small clip applier, one part of the clip was bent and the surgical staff removed it from the patient and noticed that the small clip applier had been broken. Nothing fell into the patient and there was no report of patient injury related to this event.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with the complaint and completed device evaluation. Investigation confirmed the customer's complaint. One or the clip appliers was broken. A broken piece was returned with the instrument. Other clip applier remained intact. The ligation clips could no longer be installed at the distal end of the instrument. Failure analysis concluded that the broken damages may be due to likely mishandling/misuse. No other damages were found on the instrument.